Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, after drilling the tibial tunnel with a 10mm drill, the biosure regenesorb screw was inserted with the nitinol guide and, when implanting, it broke into 4 pieces, the guide and the screw parts were removed of the tibial tunnel. The procedure was successfully completed with a surgical delay of 30 minutes using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. This case reports, upon insertion, the screw broke into 4 pieces. Per case details, the screw parts and the guide were removed via the tibial tunnel. A new implant was used and the patient was in perfect condition. No damage was reported. The procedure was successfully completed with a procedural delay of 30 minutes with a back up device. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.